Event description:
It was reported when the lead was opened, it was bent at the distal tip. The lead was not implanted, and a new lead was used. There was no effect on the patient.

Manufacturer narrative:
(B)(4): the lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.